Event description:
The patient underwent a surgical pocket revision procedure because the lead connector boot was positioned in a manner that its shape could be seen below the skin. The patient had a cosmetic concern and the physician also felt that there may be a risk of erosion at that area. The pocket revision was completed and the final position of the lead connector boot was deeper and much less superficial than beforehand. There were no complications during the procedure.